Event description:
Per the clinic, the patient internal electrode lead was found to have extruded into the external auditory canal (date not reported). The implanted device remains. There are plans to explant the device; however, it is unknown if this has occurred as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; there are plans to reimplant the patient with a new device at a later date (date not reported). This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed on july 5, 2013.